Manufacturer narrative:
The following sections received additional information: d4 - UDI number received. H4 - manufacture date received.

Manufacturer narrative:
On 08-sep-2021, abaxis received a call from a customer lab reporting an issue with the piccolo xpress analyzer s/n: (B)(4). The customer stated that the device displayed a 430b spindle motor error, emitted smoke and smelled of burnt rubber. No fire or injury was reported. The customer returned the device to abaxis service for evaluation. Upon evaluation of the device, no errors could be reproduced during rotor cycles. The fan was confirmed to be running correctly and the chamber of the fan was observed to be clean. Upon visual inspection, the ball lock pin bearings were found to be slightly dusty, but still operating correctly. No issues were found on any of the electrical boards and cable connections. The customer's reported problem could not be replicated. The piccolo xpress was confirmed to be running correctly mechanically with no traces of damage. The device was cleaned, passed all functionality testing, and returned to the customer site where it remains. No further actions were required.

Event description:
The customer reported that the device was emitting smoke and smelled of burnt rubber. No fire or injury was reported.